Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) shut off after the battery tray was reinserted during testing of the battery removal test. The instrument was returned unrepaired due to the expiration of service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) shut off after the battery tray was reinserted during preventative maintenance testing of the battery removal test. It was noted that the battery removal test ran for 30 seconds. Troubleshooting steps were taken, including replacing the batteries, and after a three minute interval, the test was reattempted, but the same issue occurred. There was no patient involvement.